Event description:
It was reported that the rpm was unstable. Vascular access was via the right femoral artery. The 80-90% stenosed, with 45 degree bend concentric de novo, target lesion was located in the severely tortuous and mildly calcified right coronary artery and left anterior descending artery (lad). A rotablator rotational atherectomy system was selected for use. The dynaglide and ablation modes were functioning well. During the procedure, the physician wired the rotawire across the lad and loaded the 1.75mm rotalink plus. During the pre-procedure test, it was noted that the rpm was unstable and the turbine pressure gauge dropped to zero. The physician replaced the rotalink plus due to excess gas leak at the bottom of the advancer. However, then the system failed to respond. The procedure was abandoned. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that the rpm was unstable. Vascular access was via the right femoral artery. The 80-90% stenosed, with 45 degree bend concentric de novo, target lesion was located in the severely tortuous and mildly calcified right coronary artery and left anterior descending artery (lad). A rotablator rotational atherectomy system was selected for use. The dynaglide and ablation modes were functioning well. During the procedure, the physician wired the rotawire across the lad and loaded the 1.75mm rotalink plus. During the pre-procedure test, it was noted that the rpm was unstable and the turbine pressure gauge dropped to zero. The physician replaced the rotalink plus due to excess gas leak at the bottom of the advancer. However, then the system failed to respond. The procedure was abandoned. No patient complications were reported and the patient's status was stable. It was further reported that the system stalled.